Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that an initial dilaudid (hydromorphone) pca order by the physician at 2126 on (B)(6) 2017 was for 0.2mg/ml concentration, 0.2mg every 15 minutes, 0.1mg/hr. The order was discontinued by the pharmacist at 2138 and he placed an order for hydromorphone 2mg/ml concentration with the remaining parameters the same. The pca was initiated at 2237 and signed off by 2 staff members. The physician was notified around 0400 on (B)(6) 2017 due to the patient¿s somnolence and decreased respiratory rate and the pca dose was decreased to 0.1mg every 20 minutes; the basal rate remained at 0.1mg/hr. At 0520, the pca was stopped for a respiratory rate of 12. Oxygen via facemask at 5l was administered and the pca was resumed at 0648. The basal rate was then discontinued at 1500 due to ongoing oxygen requirements and decreased respirations. At 0900 on (B)(6) 2017 a pharmacist noticed that the pca dose was 0.1mg every 15 minutes and thought the pump would not allow that low of a dose with ¿hd pca¿ (high dose). The pump was therefore checked at the bedside and noted to be programmed as hydromorphone 0.2mg/ml, however the actual pca concentration infusing was 2mg/ml, resulting in a 10 fold overinfusion of the dose ordered vs. The dose received. The physician was notified and the 2mg/ml pca syringe was discontinued due to ongoing somnolence and respiratory rate of 7-8. In reviewing the patient chart, it was noted that in the previous 24 hours the patient had received 16.5mg of hydromorphone rather than 1.65mg that was intended per the physician's order. The patient was not opiate naïve and was still reporting pain. There was no lasting adverse effect. A new pca order was placed for hydromorphone 0.2mg/ml, but this order was not started due to ongoing somnolence. The pca order was later changed to fentanyl 20mcg/ml. The customer has since updated their drug library from a single hydromorphone pca with no specified concentration to two hydromorphone concentration selections.